Event description:
Customer states: the toothbrush slowed down, then heated up, I managed to through it on the balcony before the battery went up in flames. The customer has returned the unit to best buy. He states that he inhaled the smoke, has a burn on his hand, and damage to the balcony. I have attached all pictures received. Customer states he will be sending a video.